Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie activity log reported that a random pocket opened when removing medication to patient. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the random pocket opened when removing patient medications. A technical support specialist (tss) reviewed the hardware logs, investigated the reported incident, and found no errors or anomalies. The tss attempted to reproduce the issue, monitored for similar incidents, and confirmed no hardware malfunction during the reported window. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es cubie activity log reported that a random pocket opened when removing medication to patient. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.